Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support sent a replacement pump, advised the customer on necessary steps upon receiving it, and instructed them to return the malfunctioning pump.